Event description:
It was reported that the electrocardiogram (EKG) port on the programmer was broken and therefore EKG's were not obtainable even using brand new cables. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify the electrocardiogram (ECG) problem. A known good cable was used and a clear signal was received. It was noted that the programmer system fan was noisy.